Manufacturer narrative:
Device evaluated by MFR: a f/g,promus element,mr,ous 2.75x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 17th and 18th most proximal stent strut rows were damaged and lifted slightly. The undamaged section of the crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x32mm promus element¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking of the device, the delivery shaft was kinked and the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x32mm promus element¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking of the device, the delivery shaft was kinked and the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.